Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the proximal conductor of the lead became extrinsically distorted due to kinking/buckling. The distal conductor was extrinsically distorted due to kinking/buckling. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of the right ventricular (rv) lead a dislodgement occurred after slitting the catheter. It was noted that the rv lead also had a kink. The rv lead was not used and a replacement rv lead was implanted. No patient complications have been reported as a result of this event.